Event description:
Subsequent to the intial filed report, user facility medwatch report received that states: "per post-procedure note. Left ventriculography was performed. The catheter was aspirated and flushed and pullback pressures were recorded. A j-wire was then placed up into the abdominal aorta and the sheath was gently pulled back across the right iliac artery where there was a gradient of approximately 20-25 mmhg. A perclose proglide 6f suture-medicated closure system was then placed. The sutures appeared to capture, but the foot did not fully flatten out and could not be pulled out from the femoral artery without substantial pain. Multiple attempts made to readjust the feet of the perclose proglide 6f suture-medicated closure device, but all of them were unsuccessful in removing it. A stat vascular consult was obtained. Manual pressures held and patient prepped for transport to or for open repair of the right common femoral artery. Per post-op note. The common femoral artery was dissected free as well as the profunda femoris and superficial femoral arteries. At this time it was apparent that there was a dissection due to the purple discoloration and the hue of the artery in the iliac artery. The inguinal ligament was mobilized to provide more exposure and to avoid making an abdominal incision to get proximal control. This dissection within the artery continued proximally up to the takeoff of the external iliac artery from the common iliac artery. The external iliac artery was then dissected free and this was encircled with a vessel loop. There was also an injury to the femoral vein. The repair was done using interrupted sutures of 6-0 prolene. Once the patient was therapeutically anticoagulated clamps were placed both proximally and distally. An arteriotomy was made using an 11 blade and potts scissors were utilized to carry the arteriotomy both proximally and distally form the device. There was a large amount of plaque and the footplate of the proglide device was caught in the plaque causing the dissection. The device was removed and sent to pathology. Upon inspection, the device and the footplate was still attached to the device and not within the patient. Given the extent of the injury and the amount of plaque, an iliofemoral endarterectomy was completed. Patient had 7-day los (length of stay) and discharged home with wound vacuum and homehealth."

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of dissection and pain are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after a left heart catheterization interventional procedure using a 6f sheath. Reportedly, the device got stuck in the patient. A surgical cut down was performed to remove the device. It was then observed that the footplate had a piece of plaque stuck in it not allowing the footplate to close completely. The surgeon reported a dissection that extended from the common femoral artery up to the external iliac. The dissection were treated with an endarterectomy and a patch. Hemostasis was achieved with manual suturing. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. The patient remained hospitalized for an additional 7 days. No additional information was provided.